Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed, could not be recovered, and required a keyboard replacement. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a failed drawer and required a keyboard replacement. A field service engineer stated that a work order had been created with two issues to be resolved during this call. Since one issue was on a different device, the fse created a separate work order for that. We focused on replacing the keyboard cover. After replacing it, diagnostics were run to test the keys because the keyboard had been touched. The system functioned as intended after the field service engineer repaired the device.